Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test and a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation,the reported symptom of "failed flow accuracy test." Was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. During evaluation, the reported problem of "bad speaker." Was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dislodged speaker in the rear case. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.